Event description:
The user reported an injury to clarus medical at the time of follow-up to this returned product. The product was received in 2001. The initial report from the sales rep. Indicated "there was no injury. Everyone was wearing glasses (laser)". When the clinic was called by clarus medical on 5/18/01 the clinic said that the doctor using the device was injured by the laser energy. The laser fiber broke and burnt through doctor's gown and caused a quarter sized red mark on doctor's arm. Clarus medical was told that clinic made a report before returning product.